Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Per the parent the user was suddenly unable to hear sounds with the device. A history of trauma was denied. The user has been re-implanted.

Event description:
Per the parent the user was suddenly unable to hear sounds with the device. A history of trauma was denied. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.